Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor error and calibration errors. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the customer is being sent out replacement sensor. The customer also mentioned being hospitalized for low blood glucose levels. The customer's blood glucose level at the time of admission was 65mg/dl. The customer states they were shopping and forgot to eat. The customer sates their blood glucose level was 345mg/dl and their sensor reading was 44mg/dl. The customer treated for the sensor reading. The customer was advised to treat per their blood glucose reading, not their sensor reading. The customer was advised to monitor the device and call back as soon as issues arise.